Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient experienced system infection. The right atrial and ventricular leads had vegetation present. Echocardiogram was performed and revealed pericarditis. The pulse generator and both leads were explanted. The patient suffered no complications from the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.